Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the shaft of device cracked. There was no harm or injury to patient. A delay of approximately 15 minutes was reported as an alternate device was needed to complete the procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified the device was returned with the support sleeve of the device pushed all the way back against the handle. There were no sutures or anchors/implants returned. The handle of the device has fractured and all the pieces were returned. Fracture surface artifacts of hackle marks, river lines, and a probable bending hinge suggest the bending overload failure mode. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to use error. Per the surgical technique for the device, "the angle of insertion must be the same trajectory as the pilot hole. Failure to do this could prevent insertion and deployment of the anchor." A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. The reported event is confirmed as product was returned. However, based on evaluation of the returned product, this complaint no longer meets the definition of a reportable malfunction. Therefore, this complaint will be assessed as not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.